Event description:
The customer's meter was reading low. While troubleshooting, it was discovered the meter was set in mmol/l. The contact stated the customer did not adjust medication or allege any adverse events. The contact was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.